Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Customer's blood glucose value was 110 mg/dl. Multiple attempts were made by tandem's technical support to obtain additional information; however, no additional information regarding this event was provided.